Manufacturer narrative:
The device was evaluated at olympus service operation repair center (sorc). Sorc checked the device, but couldn¿t duplicate the reported phenomenon. As a result of the evaluation, the following was confirmed. -the angulation was exceeded due to the deformation of the bending tube. -the adhesive of the bending section rubber was chipped. -the angle fixing part of the control section was loose. -the control section, grip unit, up / down plate, light guide connector, light guide cover glass, video connector case, grip cover, and angulation lock were damaged by external factors. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by breakage of the image sensor unit, defect of the circuit board inside the video connector or of the video system center connected to the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the scope communication error b30 occurred and communication failed. There was no report of patient injury associated with the event.